Event description:
The customer tested her blood glucose using her elite meter and received a reading of 214 mg/dl. She retested using another meter and received a reading of 93 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. A new contour meter kit was sent to the customer.